Event description:
It was reported that a malfunction occurred on the pump, identified by the code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer, who is not from canada, was advised by technical support to use multiple daily injections (mdi) as a backup therapy and will receive a replacement pump with updated software. The customer understood the instructions for returning the malfunctioning pump and the steps to follow upon receiving the new pump, and a replacement pump was sent without a signature requirement for delivery.